Event description:
Physio-control was informed by supplier analog devices that the fabrication method of chip-on-lead (col) packages may result in silver migration causing part failure. The col component is used in the lp express AED alonso pcb assembly. There have been no reported instances of this occurring in the field. If it were to occur, it could result in loss of patient impedance, causing defibrillation to be delayed and/or not delivered.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.